Event description:
It was reported that this right atrial (ra) lead exhibited decreased sensing, high threshold measurements and noise. The lead did not appear to be out of position upon review of a chest x-ray. An invasive procedure was performed. An attempt was made to reposition the lead, however, the lead would not stay in position, so the lead was explanted and replaced. No additional adverse patient effects were reported. The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Analysis of the product was completed.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited decreased sensing, high threshold measurements and noise. The lead did not appear to be out of position upon review of a chest x-ray. An invasive procedure was performed. An attempt was made to reposition the lead, however, the lead would not stay in position, so the lead was explanted and replaced. No additional adverse patient effects were reported.